Event description:
It was reported that flow rate tolerance had exceeded 8%. This occurred during infusion at facility. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to verify the reported problem; however, no problem was found in the device (the flow rate lied within the product specifications). Therefore, no repair was made to the device. The service history review had no indication that the complaint was related to a service of the device within the review period.